Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that the stylet/mandrel area of the sds was inadvertently handled during prep causing the reported difficulties; however, this cannot be confirmed. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during prep, the stylet and protective sheath of a 3x15mm xience alpine stent delivery system (sds) were difficult to remove. The device was not used and there was no patient involvement. An unspecified xience alpine stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.